Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-aug-2022. The device evaluation was completed on 25-aug-2022. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed the peek housing broken. A deflection test was performed and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed and no internal action was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular premature beat (vpb) procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed the peek housing broken. Initially, a deflection issue was reported. During the procedure, the catheter was unable to deflect or relax completely. A second catheter was used to complete the procedure. There was no patient consequence reported. The deflection issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-aug-2022, the peek housing was broken. The broken peek housing was assessed as MDR reportable. The awareness date for this reportable lab finding was 25-aug-2022.